Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During the follow up, it was discovered that the patient experienced right diaphragmatic stimulation. All pacemaker leads were tested and a chest radiograph was performed. The test showed that the atrial lead was pulled back to the superior vena cava. On (B)(6) 2019, the atrial lead was repositioned successfully. During the procedure, the physician noticed the left ventricular lead had moved from the original implant position. The physician attempted to reposition the lead, but the physician was unable to advance the guide wire into the lead lumen and the lead fell out of the coronary sinus. The left ventricular lead was then removed and replaced without further incident. The patient condition was stable post procedure. Related manufacturer reference number: 2017865-2019-14115.